Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The inspection of the available iegms confirmed that noise detection in the atrial channel led to at recordings at 1-hour intervals. Despite thorough analysis, the root cause of the noise signals was not determinable. However, it cannot be excluded that a potential change of the lead position might have led to this occurrence. The analysis did not show any indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. A change in the lead position cannot be excluded.

Event description:
Clinician reports the device records recurrent 5 minute episodes of noise on the atrial channel as at recordings at exact 1 hour intervals and states they have ruled out all possible sources of emi. Clinician believes this is an issue with the device and not environmental. Ram download attached. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.